Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown mandible surgery. In the surgery, a 12-hole plate was first cut into 9 holes, and then the 9-hole plate was broken despite the fact that no significant force was applied when bending the plate with the specified bender. Originally, the surgeon was going to fix the patient's mandible by slightly bending a 9-holes plate, but since it was damaged, he cut and bent a 12 holes plate from 2.0 mm recon plate, which the hospital had prepared separately. The surgery was completed successfully with thirty minutes surgical delay. Patient was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the implant was observed broken in 5 fragments. All fragments were observed on image. Evidence of manipulation was also visible on the surface of the device, most likely caused during intended surgical procedure. With available information, the potential cause cannot be completely determined. Surgical technique was reviewed and the following relevant statement was found: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. While the surgeon must make the final decision on removal of the broken part based on the associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part be removed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the matmand pl straig 12ho t1.5 ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): sterile part # 04.503.717s, sterile lot # 318l723, release to warehouse date: 17.jun.2024, expiration date: 01.jun.2034, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h4, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the implant was observed broken in 5 fragments. All fragments were observed on image. Evidence of manipulation was also visible on the surface of the device, most likely caused during intended surgical procedure. With available information, the potential cause cannot be completely determined. Surgical technique was reviewed and the following relevant statement was found: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. While the surgeon must make the final decision on removal of the broken part based on the associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part be removed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the matmand pl straig 12ho t1.5 ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found the implant was broken in five fragments. All fragments were returned for analysis. The surface of the device shows damage consistent with manipulation. With available information, the complete potential cause can not be determined. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique was reviewed and the following relevant statements were found: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. While the surgeon must make the final decision on removal of the broken part based on the associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part be removed. Minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the matmand pl straig 12ho t1.5 ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): sterile part # 04.503.717s sterile lot # 318l723 release to warehouse date: 17.jun.2024 expiration date: 01.jun.2034 supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR review retrieved from (B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.